Event description:
A physician assistant reported that he had witnessed a patient infection with chronos strips on an unknown date. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.